Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/02/2016 that a customer had an issue with a syringe. The customer states that clinicians in the lab have experienced bubbling problems with the 6ml syringe. When they draw up, there is air pulled into the syringe, causing bubbling.